Manufacturer narrative:
Follow-up #1: date of submission 26-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop leading to a call service 177 warning. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. The sleep current reading was above specifications. The reported ¿short battery life¿ issue was duplicated. The pump cover was removed, and an intermittent condition was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.